Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: during investigation, the black box showed no evidence of ¿cs128-fxxx¿ alarms but there was evidence of short battery life is observed with drastic voltage drop leading to ¿cs128¿ alarms. The battery compartment was cracked and there was moisture corrosion observed in the battery canister. A leak test failed due a battery compartment; the ¿ez-prime¿ steps were performed correctly while all currents reading are above spec, ¿short battery life¿ is verified. The original complaint of the ¿cs128-fxxx¿ complaint was unable to be duplicated. The pump¿s cover was removed, further moisture corrosion was found to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.